Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in siena, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a short circuit of the cooling compressor; each time the device is powered up, the mains circuit of the hospital is tripped. The unit was removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device tripped the mains circuit of the hospital during priming. There was no patient involvement.

Manufacturer narrative:
Through the follow-up communication, livanova learned that the disinfection process is followed as per instructions for use by the customer, using puristeril 340 and hydrogen peroxid. The customer uses filtered water using pall filters as per instructions for use. Based on investigation results for similar events, the root cause of the reported issue was traced back to a wearing of the cooling coil leading to a refrigerant leak and water entering the refrigeration cycle damaging the compressor. The compressor failure leads to an increase in the leakage current of the device and the circuit breaker trips.

Event description:
See initial report.